Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of over 700 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, intermittent occlusion alarms occurred. Subsequently, a resume pump alarm occurred due to the occlusion alarms not being addressed. Tandem technical support performed a pump system check and verified the pump functioned as intended.